Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell with the pump and as a result, the touch screen became cracked and unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer had an insulin pen as alternate insulin therapy.